Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break and stent migrated occurred. The patient presented with st elevation myocardial infarction (stemi). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. Following pre-dilation, a 4.00 x 38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft was broken and the stent migrated outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on distal rows 1 and 2 were lifted from their crimped stent positions. The undamaged section of the crimped stent outer diameter was measured and result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issues or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a shaft break and stent migrated occurred. The patient presented with st elevation myocardial infarction (stemi). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. Following pre-dilation, a 4.00 x 38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft was broken and the stent migrated outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.